Manufacturer narrative:
Reported event of balloon deflation failed. According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 099803-2014-01315 addresses the first cre balloon, while manufacturer report # 3005099803-2014-01316 addresses the second cre balloon. It was reported to boston scientific corporation that two cre wireguided balloons were used during a colonic dilation procedure performed on (B)(6) 2014. According to the complainant, during the procedure the balloons did not fully deflate after inflation. The procedure was completed with the second balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.